Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "alarms attention during infusion" was confirmed and reproduced. The root cause was attributed to a defective micro processing unit printed circuit board. The micro processing unit board was replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported to baxter largo technical services one infusor pump that alarms attention during infusion. The reported condition occurred during delivery on a patient in the anesthesia department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.